Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Moisture damage found on keypad traces. No moisture damage found on electronic assembly. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reports to have moisture under display screen due to dropping insulin pump into swimming pool. Customer's blood glucose was 80 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.